Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, seroma, and patient's concern with the product.

Event description:
Patient reported right side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional confirm the event of rupture and also reported right side capsular contracture, baker grade iii and "peri-implant fluid". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and cloudy. A weight test of the device was verified and the device was within specification. Bubbles and voids after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.